Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helix/lobe mechanism.

Event description:
Implant attempt - could not fixate after several positionings on the septal wall. The device was not implanted. No patient complications have been reported as a result of this event.